Event description:
Additional information received from the patient (pt). The pt reported the contributing factors were they had (illegible) 2.5 years to get to start charging. On (B)(6) 2022, pt went to hospital for a brain scan (unrelated to device/therapy). Turned off stimulator because it interferes with testing. Tried to charge in december and it would not charge. Pt reported their old pain doctor quit and the manufacturer could not get anyone to help and find a new pain doctor. Pt reported no steps have been taken and the issue is not resolved. Weight was received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins).the reason for call was the patient reported the ins battery would no longer accept a charge. When asked for the date they were last able to charge their ins, pt commented they've had trouble with their system ever since they got it. Pt described sometimes they have to wait up to 15 minutes or better before they can start charging ins and charge only lasted a couple of days at the best. Pt remarked they'd become so aggravated with the ins they'd started taking pain pills so they had to do something because they had to stop taking them. Pt then clarified they were last able to charge the ins around two months ago. Patient service specialist (pss) reviewed 97714. 97714 can go into over-discharge if not charged within 30 days and redirected to hcp office to ask for their help in coordinating an appt to meet with the rep.  During today's call, pt brought up issues with their therapy which they claimed to have problems since their current neurostimulator (ins) battery was upgraded. Pt stated they could also adjust the stimulation to a setting where it was taking care of the pain but then going down the road they hit a bump and jump clean out of the seat. Pt indicated therapy settings would not stay as set mentioning they would have to turn intensity up to 4.5 adding normally it takes care of their pain at around 3 but sometimes it just quits working and if they twist a jar of something or do something like that it will start in again which had been going on for at least a couple of years. A response was received from the patient, reporting when he first got therapy it worked good but after awhile stim therapy quit working for him unless he turned stim way up. Pt mentioned he would get a shock sensation if he moved a certain way with stimulation up so high. Pt stated stimulation wouldn't stay where he could feel it. Pt stated if he walked or bent over it would start working but then stop working again. Pt stated last (B)(6) 2022 he had a mild stroke - pt turned stim off because it was interfering with what they were doing to treat the stroke. Pt turned stim back on (B)(6) 2023 pt stated it took awhile for him to charge it again. Pt has not been able to charge the ins since (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.